Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, instructions for use (IFU), specifications, trends, and quality control of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: listing product recommendations, warnings, precautions, and the instructions for use. Specifically, the precautions sections states: due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible. The possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." And in the how supplied section: "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Since the device was not returned, it could not be evaluated. Multiple tests and inspections to ensure the correct bonding between the tip and the shaft of the beacon catheters are performed prior product release. Since the device was not returned and very limited information was provided, the root cause (rc) is the input requirements for tip material selection were not adequately defined. The root cause matrix will be documented as manufacturing related/ process related since the current version of trackwise have not been updated with design related codes. Measures have been previously conducted to address this issue. We will continue to monitor for similar complaints.

Event description:
A review of responses from the beacon tip technology recall questionnaire reportedly indicated a ¿yes¿ response to the question regarding whether there were any issues with the beacon tip. The response indicated "beacon tip separation incident where the catheter broke off in the patient during a procedure

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A review of responses from the beacon tip technology recall questionnaire reportedly indicated a ¿yes¿ response to the question regarding whether there were any issues with the beacon tip. The response indicated "beacon tip separation incident where the catheter broke off in the patient during a procedure." Additional information has been requested but not provided at the time of this report.